Manufacturer narrative:
Failure analysis summary: further analysis of the main printed circuit board (pcb) found the unit passed all tests. The pcb failed during initial testing due to tester capability. No defect was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis confirmed the customer comment of a broken ventricular connector and it was additionally noted that the device failed the ventricular pace pulse noise at incoming testing and that the main printed circuit board was out of specification in an electrical manner, that the hanger was broken and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved and it passed its final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's ventricular connector was broken. The generator was returned for service. There was no patient involvement.